Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began since he first got the meter, the date was unspecified. The patient reported that the inaccuracy has occurred on six different unspecified dates. The patient reported obtaining a blood glucose reading of ¿40mg/dl higher than accucheck¿ meter, performed within 30 minutes of each other. The patient informed the cca that they manage their diabetes by self-adjusting doses of insulin and continued to take his usual dose of lantus and novalog including sliding scale ¿every day¿ as a result of the alleged product issue. The patient stated that about a week after the alleged inaccuracy began he developed the symptom of ¿diabetic shock¿ and was treated in emergency room (ER) by a health care professional (hcp) with a ¿glucagon injection. At the time of troubleshooting, the cca noted that the unit of measure was set correctly; the correct testing steps and approved sample site were being used. The tests were stored correctly and within their expiry date, cca also noted that the test strip vial was intact and the product passed a control solution test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.